Event description:
Material: 309623. Batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached: issue - gattex - administering difficulty. Item - 309623. Lot - 3340120. Additional information: date of awareness is 23sep2024 ae was clearly stated in the complaint description: patient stating that her needles are hard to use, while injecting the medication doesn't want to come out. Patient also mentioned that the needle broke off into her stomach. Patient reports that the "needles are terrible and bend. They are sharper and shorter and got stuck in my stomach this morning." Is requesting different needles be sent to her. No further information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional syringe - 0.5-10ml. Device failure: needle clogged / blocked.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - needle clogged/blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.